Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was in overdischarge. The patient was having telemetry issues. It was not known when the last time the patient had stimulation or when they last recharged. The manufacturer representative was doing their second physician mode recharge at the time of the report. It was further reported that an overdischarge was confirmed. The overdischarge was due to patient non-compliance. There were 3 physician mode recharges performed and then the patient had to leave before the device was recovered. The patient was experiencing a loss of stimulation. The manufacturer representative was planning to meet the patient again to try and reset the battery again. Additional information received reported the patient was having the system taken out. The reporter stated the patient needed to have a hip MRI and they could not with the system implanted. The reporter further stated that if the patient¿s back pain came back worse than the hip they may reimplant. Additional information received reported the patient did not have a replacement date scheduled. Additional information was requested, but was not available as of the date of this report.